Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were cleaned and re-greased. The footswitch, collimator cover, and workstation cooling fans were replaced. The system was then found to be working as intended.

Event description:
The customer reported the system failed to create exposures and the screen was black. No report of pt injury.